Event description:
Evaluation by the manufacturer's domestic evaluation unit found connector pins 3 & 4 exhibited evidence of melting/burning on the inform system blood glucose meter. No adverse events were reported in connection with the malfunction.